Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893297. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On (B)(6) 2012, the patient experienced a heart attack due to low thyroid. On the same day, while in the hospital, the patient also experienced peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient recovered from this peritonitis event. The nurse was contacted but declined to provide any information.

Manufacturer narrative:
(B)(4). Due to the information received, it was determined that a breach in aseptic technique was the cause of the peritonitis. As a result, the minicap is no longer a suspect product. All further investigations of this event will be documented in report number 1416980-2013-01826.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted.